Event description:
It was reported that a one-link extension set appeared to be blocked and would not work properly. Patient involvement is unknown; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown, however the reporter stated it happened during the first two weeks of (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.